Event description:
It was reported by an allergist that a pt suffered anaphylactic reaction in relation to a repeat cystoscopy with a scope that had been disinfected in cidex opa solution. The pt was treated with solu-cortef and benadryl. The pt was admitted to time hosp for observation and was released the next day. Info gathered from the facility where the cystoscopy was performed indicates the event was not life threatening and that the pt suffered from hives, red welts, rash, itching of abdomen and lower extremities and decreased blood pressure.